Event description:
Display backlight failure [device issue]. Case description: on (B)(6) 2015, a healthcare professional (hcp) spoke with ikaria regarding a device issue with inomax dsir #(B)(4). The device was not in use on a pt. No adverse event had been reported. The hcp stated the inomax dsir # (B)(4) had a power issue or a display issue. After the device was plugged in on ac power and the green led was illuminated, the display flashed red and then powered off. She stated there were no audible tones to indicate the device continued to boot up. Inomax dsir # (B)(4) was removed from service and returned to ikaria for service eval. Investigational results were received on 02/10/2015. Case comment: on (B)(6) 2015: this device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir # (B)(4). The device investigation was completed on 02/10/2015. Eval summary: inomax dsir # (B)(4) was returned to the MFR for service investigation. Regional service center (rsc) confirmed the reported complaint of a blank display after boot up. Service log review also showed a delivery failure (df) for backlight current below minimum. Rsc replaced the touchscreen/display. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR # 3004531588-2013-00023).